Event description:
I had inguinal hernia surgery on (B)(6) 2010. I had atrium medical's pro loop mesh and plug used. It has made my life unbearable! The pain continues to get worse, I am also now on disability. I can't find a surgeon to take it out. Atrium medical needs to be held accountable. Please recall this horrible mesh product! My quality of life has gone down so far I am too depressed and in too much pain to continue my activities I used to enjoy.